Event description:
Reporter alleged blood glucose measured 141, 121, 47, & 48 mg/dl when tests were performed back to back a few minutes apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.